Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "no disposable clamp tubing" a couple of times and they restarted it to make sure it was running well. The display read run reservoir volume of 93.3 ml. Settings were reviewed and a continuous infusion rate of 5.4 ml per hour had been programmed, with a total reservoir volume of 93.3 ml and a given volume of 165.75 ml. The medication was confirmed as fluorouracil. The no disposable alarm returned with the next pump cycle. The alarm was silenced, and the patient's tubing was clamped. The air bubbles were noted in the cassette tubing. The cassette tubing was massaged, and the cassette was tapped gently on a hard surface. While they were attempting to reattach the cassette, the patient stated a piece on the cassette appeared cracked and it would not lock back in place. They stated it was the piece of plastic on the side where it locks back in. The patient was unable to lock the cassette back in place and stated the piece was broken. The pump was powered off, and they advised the patient to remain clamped. There was patient involvement, but no patient harm reported. The operator of the device was a health professional.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.